Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several drawers were off the bus. Upon arrival a field service engineer (fse) found multiple storage spaces had failed and were not detected on the bus. Some recovered initially. Further investigation revealed that matrix drawer 1 in main had become unplugged, so the fse reseated the connection. As a result, all remaining drawers were successfully recovered, and all services were restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had several drawers that were off the communication bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.